Event description:
A customer called beckman coulter regarding discrepant urine test results from a pt. The pt was tested at the health services office with the icin 25 hcg test kit and the result was negative (-). The customer indicated that pt used a home pregnancy test kit (brand unk) and obtained a positive test result. The customer retested the pt sample with a quidel rapid hcg test and obtained a positive test result. The lab did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.